Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500. Flow rate: unk. Procedure: not applicable. Cathplace: not applicable. Rn in pacu uncapped the tubing to the pump and the medication was free flowing. The dial was set at "0" but the pump was still flowing. The bolus reservoir never filled. Pt contact: no. Adverse event: no.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed. At this time the product is under recall.